Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate auto mode switch and noise reversion. Patient experienced no consequences. No intervention was reported.

Event description:
New information received stated that the device was reprogrammed.